Manufacturer narrative:
The insulin pump was received intermittent button response on the escape button due to moisture damage on keypad traces noted. The insulin pump has cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube, cracked battery tube threads and shifted end cap sticker.

Event description:
It was reported that insulin pump has cracks around the display window. It was also reported that the insulin pump has an unresponsive keypad. The blood glucose levels were not included in the report. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.